Event description:
It was reported that the impedance on the right ventricular lead had been steadily rising and became high. The lead remains in use. No patient complications have been reported as a result of this event.